Manufacturer narrative:
This report is submitted november 28, 2019. - attachment: [154587 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on september 27, 2019.

Event description:
Per the clinic, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019, and the patient was reimplanted with a new device during the same surgery.